Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis indicated missing adhesive at the light guide bundle cover and a cut on the pink transducer. There was no patient involvement.